Manufacturer narrative:
A ge service rep performed an onsite investigation. A sbc upgrade was performed and a new cpu pcb assembly was configured. The hard drive was also installed during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the workstation portion of the system failed to boot to usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.